Manufacturer narrative:
Inspection of the device found a tear to the soft cannula. It could not be determined when this damage occurred, so it cannot be determined if this damage caused the failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn on the abdomen. Hyperglycemia treated with a new pod.